Event description:
During use at the patient a very high pressure is displayed which was deemed to be wrong. The pressure was re-checked with a blood pressure measurement instrument. The set was replaced by another one which then shows normal values. The difference was 80 mmhg less compared to the first set used. The dpt set was already on the patient for 1 and a half day, and worked fine until that time.

Manufacturer narrative:
Method/results/conclusions code: device has not been returned for evaluation.